Manufacturer narrative:
Final analysis found no output or telemetry due to normal battery depletion. The battery was at end-of-life (eol). After replacing the battery the device functioned normally.

Event description:
The patient presents in the emergency room with occasional ventricular pacing in the 40's and pauses. Device interro- gation revealed that the pulse generator was in back-up mode. Attempts to download the device were unsuccessful. The device was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.